Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of lost connection and dots on the electrograms (egm) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis of the data/database found the customer comment that there were no live egms displayed on the mobile programmer application screen; however, channel markers were still present was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that telemetry issues were experienced during a cardiac resynchronization therapy defibrillator (crt-d) implant. There were dots on the electrograms (egm) seen on the mobile programmer application screen and there was complete loss of telemetry between the crt-d and mobile programmer. The issues were remedied by moving the mobile programmer patient connector closer to the device and turning off wi-fi on the tablet. Later in the case, there were no live egms displayed on the mobile programmer application screen; however, channel markers were still present. Changing the egm being viewed restored live egms in one instance. It was also reported that egms briefly and intermittently had a "chalky" appearance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dtpa2qq implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.